Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged respiratory symptoms. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles found during the device evaluation. The device was repaired.